Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord, interconnect cable, lemo pin connector, and the collimator iris potentiometer were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a collimator iris potentiometer error during a case. Also the ground on the power cord is damaged. The procedure was completed. No pt injury was reported.